Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5d1066); egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p5e0914). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracoscopic surgery) procedure involving transection of lung tissue, the handle made a strange or "cracking" sound. The jaws of the two reloads could not be opened, and the instrument could not be retracted. To resolve the situation, a new stapler and black reload were used to cut parallel and remove the stapler. The user was required to staple higher up on the lung tissue than originally intended.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracoscopic surgery) procedure involving transection of lung tissue, the user closed the jaws and fired it fired 3/4 of the reload and on the fourth squeeze it cracked. The jaws of the two reloads could not be opened, and the instrument could not be retracted. To resolve the situation, a new stapler and black reload were used to cut parallel and remove the stapler. The user was required to staple higher up on the lung tissue than originally intended.